Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The subject meter had already been replaced following inaccuracy allegations which the patient reported to lfs on (B)(6) 2017. Despite the meter having been replaced, the patient had continued to use it. The patient alleged that the meter was reading inaccurately high compared to another meter; however, no specific results were provided for the meter at the time of the alleged incident. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with insulin pump therapy. He reported that at 8pm on (B)(6) 2017, he had administered his usual dose of insulin. He indicated that 30 minutes later, he became ¿sick¿ and was ¿barely conscious.¿ he reported that he sought treatment at the emergency room at 9:30pm on (B)(6) 2017, and a blood glucose result of ¿23 mg/dl¿ was obtained on the hospital meter at 10pm. The patient reported that he was given ¿IV fluids¿ by the healthcare professionals (hcps) to treat his symptoms. At the time of troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure. The patient confirmed that he had used an approved sample site to obtain the blood samples and he described the correct testing steps. The patient did not have test strips at the time of the call to lfs; he was unable to say whether the test strips had been stored correctly and were within expiry date. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. A blood glucose result of 23mg/dl requiring hcp intervention, after the patient reported that he had obtained alleged inaccurately high blood glucose results on the subject meter and had administered insulin.